Manufacturer narrative:
On december 9, 2019, the rd aware date was noted to be incorrect. The rd aware date should be november 18, 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, stapling was impossible with the snap and non-functional handle. Both handle and reload were changed to complete the case. There was no patient injury.